Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Intermittent button response noted during testing due to flattened dome switch on the up, down, esc, act and express bolus button. Lcd connector was inspected and no anomaly was noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and broken battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. It was reported that they had low blood glucose. The customer was treated in the emergency room. The customer reported that they had crack around the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump was returned for analysis.